Event description:
In 2008, the lay user/patient's neighbor contacted lifescan (lfs) alleging that the patient's one touch ultra2 meter was reverting to the setup mode. The complaint was classified based on the conversation the customer care advocate (cca) had with the pt, since the medical affairs specialist (mas) was unable to reach the pt by phone. The reporter stated that the alleged issue began on the morning of three days earlier. It is unclear what action, if any, the pt took regarding his diabetes management as a result of the issue. The pt denied developing symptoms prior to, during, or after the issue began. However, the reporter stated that the pt went to see his doctor on the afternoon of the day prior to original date because he was unable to test his blood glucose and was "afraid." During his doctor's visit, the pt reported his blood glucose was tested with the doctor's meter (brand unknown) and they obtained a reading of "296 mg/dl." The pt claimed his doctor then administered 30 units of novolog insulin. At the time of troubleshooting, the cca discovered that the reported issue began after the batteries in the subject meter had been replaced. The cca walked the reporter through confirming the meter settings. Replacement products were sent to the pt. This complaint is being reported because the pt claims he was unable to test his blood glucose due to the reported issue, and reportedly was treated by an hcp for hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.